Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 11 previously reported events are included in this follow-up record. Product return status 1 device was received. 10 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. - 8 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.

Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 10 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.